Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the rod got stuck. When the surgeon reduced the rod with this persuader, it got stuck on the screw head and was almost impossible to remove. After a lot of effort, they finally managed to get it off the screw head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. There is a stress mark at the top of the inner sleeve that is visible. At the point where the inner sleeve is going into the outer sleeve, some friction is noticeable and the pliers are slightly rough-running. The cause is unknown.